Manufacturer narrative:
Concomitant product: product ID: 3093-28, lot# v487156, implanted: (B)(6) 2010, explanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
The consumer reported that the patient had a revision of their implantable neurostimulator (ins) done due to fluid in the pocket in (B)(6) 2013. There were no system use issues. The patient recovered completely. The indication for use for this patient was urinary dysfunction/sacral nerve stimulation. No diagnostics/troubleshooting were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.